Manufacturer narrative:
Four used samples were returned for evaluation, and all were observed to have torn seals. The reported complaint of damaged tegos could be confirmed. The probable cause of the torn seals is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative action is in process. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
Various incidents of no flow occurring during flush involving tego connectors. On (B)(6) 2025 when starting patient's dialysis arterial pressure increased. Patient recirculated, both lumens flushed when attempting the arterial lumen unable to flush, tego changed and no further problems were encountered. There was no medication being used with this product. There was patient involvement, however no adverse event and no patient harm.